Manufacturer narrative:
It was orignally reported that the device was discarded; however it was received for failure analysis on november 13, 2019. Therefore, this is a follow-up to the previous medwatch report. As received, the specimen consisted of two-2 each safari2 275cm sml crv; 1 unused device returned still sealed within the intact single-pack packaging, and 1 clinically used device returned coiled, loose, accompanied by the opened, labelled mylar tyvek packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. The focus of the analysis was on the used device. Dimensional verification: the specimen presented a dim "a" length of 275.30cm, formed curve dimensions of 4.15cm x 4.30cm and a finished diameter of .03465" to .03480". A gage bushing certified to be .0355" could not be passed over the length of the specimen due to the damage presented. Observation findings: the specimen presented bends/kinks of varying severity and frequency and offset/overlapping coil wraps creating localized oversized diameters to .04105" scattered over the length of the specimen. The specimen also presented scraped/frayed ptfe coating scattered throughout the length of the device with coating removal in the vicinity of the offset/overlapping coil wraps. All joints appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. Summary of findings: a review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen presented bends/kinks of varying severity and frequency and offset/overlapping coil wraps creating localized oversized diameters to .04105" scattered over the length of the specimen. The specimen also presented scraped/frayed ptfe coating in the vicinity of the offset/overlapping coil wraps with coating removal. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to confirm or to assign a definitive root cause for the event as reported. As indicated in the device instructions for use (dfu) warnings, "never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment." Additionally, the offset/overlapping coil wraps are indicative of torsional loading. As indicated in the dfu warnings, "do not torque this device." Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure.

Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The product was reportedly disposed. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint narrative noted, "physician felt a resistance when pushing the balloon over the wire. After predilation the wire wasn't changed and when pushing the delivery system the resistance increased while going over the aortic arch. At this time it was almost impossible to move the delivery system without moving the wire. Because the physicians didn't see any damage on the wire they decided to go further and position the valve. For the valve position an angio was performed and aortic dissection and occlusion of the rca was seen." As indicated in the device instructions for use (dfu) warnings, "never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment." The complaint is non-verifiable as the product was not returned for evaluation. It appears clinical and/or procedural factors may have contributed to the event as reported. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Patient was undergoing a transcatheter aortic valve replacement (tavr) procedure event description: the customer informed us yesterday about this unfortunate event. This is an independent and experienced center. Patient went to tavi procedure. Transfemoral accurate neo valve size s was the valve used. Safari wire placed with some difficulties to get the loop up. Physician felt a resistance when pushing the balloon over the wire. After predilation the wire wasn't changed and when pushing the delivery system the resistance increased while going over the aortic arch. At this time it was almost impossible to move the delivery system without moving the wire. Because the physicians didn't see any damage on the wire they decided to go further and position the valve. For the valve position an angio was performed and aortic dissection and occlusion of the right coronary artery was seen. Patient became unstable and under CPR the valve was placed in a good position. Delivery system and safari wire removed at the same time with no change of valve position. No improvement of the patient status leading to patient death. What is the cause of death? Aortic dissection. The physician felt that the safari wire didn't allow to move the delivery system anymore. The patient passed away during the procedure a few minutes after deployment of the valve.